Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube perforated at uterine cornua with essure') in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concomitant products included desvenlafaxine succinate (pristiq) from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2018 and norgestimate from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety and mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with paracetamol (acetaminophen), sumatriptan, topiramate and surgery (tubal ligation with falope rings. Bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: the plaintiff did not undergo this test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no c91743, manufacturing date: 2014/07, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Event:left tube perforated at uterine cornua with essure , pregnancy , device ineffective were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube perforated at uterine cornua with essure') in an adult female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concomitant products included desvenlafaxine succinate (pristiq) from (B)(6) 2017 to (B)(6) 2018, meloxicam from (B)(6) 2018 to (B)(6) 2018 and norgestimate from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety and mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with paracetamol (acetaminophen), sumatriptan, topiramate and surgery (tubal ligation with falope rings. Bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: the plaintiff did not undergo this test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no c91743 manufacturing date: 2014/07 expiration date 2017-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.